Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. 3006705815-2017-00450. It was reported the patient was experiencing an inability to adjust the programs. Reprogramming was unable to resolve the issue. Lead diagnostics revealed multiple high impedances. X-rays were taken and showed no anomalies. Surgical intervention may be pending to address the issue.

Event description:
Device #2 of 2: reference MFR. Report: 162787-2017-02325. Device #1 of 2: reference MFR. Report: 162787-2017-02326. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the lead and ipg were removed and replaced. It was determined the lead was fractured in the ipg pocket. The ipg was electively replaced to take advantage of new technology. The issue has been resolved.

Manufacturer narrative:
Delete "device #1 of 2: reference MFR. Report: 162787-2017-02326 " and added correct reference.

Event description:
Device #2 of 2: reference MFR. Report: 162787-2017-02325. Follow up information identified model 3186, sn# (B)(4) was the lead that was explanted.